Event description:
It was reported that the patient expired on (B)(6) 2020. The cause of death is unknown. No autopsy was requested, and the pump was not explanted. The account declined to provide patient outcome information for this event due to patient privacy laws. The device reportedly operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. The pump will not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 23feb2015. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.